Event description:
Customer mentioned wire got stuck in between teeth during use, wire broke off handle and was stuck in between teeth, they were able to remove it but wanted to inform us that it happened.